Manufacturer narrative:
(B)(4). The product upon which this medwatch is based on has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a periodontal disease procedure on (B)(6) 2020 and suture was used. The packaging of the new suture was found unsealed on one end before use, exposing it to the air. A like device was used to complete the procedure and no adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/16/2020. A manufacturing record evaluation was performed for the finished device batch mph724, xzw8006t19 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the newly dispensed suture package was found unsealed before the surgery. One picture of product code w8006 was provided for analysis. Upon, visual inspection of the picture, one open overwrap with the winding former inside of the package and with marks of the seal at the peelable area could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. There is evidence of a complete seal present on the packaging. One empty open overwrap and one labeled winding former of product code mph724, lot mph724 were returned for analysis. During visual inspection of the sample, the overwrap was open at the peelable area. A seal mark was noted at the tyvek and copolymer which indicate that the package was completely sealed during manufacturing. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. There is evidence of a complete seal present on the packaging. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.